Event description:
The patient was shocked twice and now the ICD can't be interrogated. No lights appear on the wand when an interrogation is attempted. The patient hasn't been seen for three years, so current shock impedance or lead data is not available. The patient was asymptomatic when two shocks were received within 5 minutes of each other. On 12/21/2016, update: the patient is scheduled for a change out. An x-ray was done to check the integrity of the lead, but that was inconclusive. It is unknown if the lead is fractured or otherwise damaged. This event will be updated if additional information is provided.

Manufacturer narrative:
On 1/24/2017, we were informed this device was explanted on (B)(6) 2017.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit, consistent with the reported proximal fracture of the lead. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electrical module was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.